Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the device failed internal leakage test with message 'excessive leakage' during pre-use check. Device was checked and leakage was located on inspiratory side. Whole inspiratory channel was reassembled. The device was delivered to the user in working condition. In pre-use check during internal leakage test sequence a few tests are being conducted. E.g. It checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Some of the message which can occur are 'leakage' or 'excessive leakage'. Unfortunately the complete device's logs were not available for further analyze. Provided part of the logs do not confirm occurrence of the reported issue on date of event, however during on-site visit by our technician some test failures were recorded. The root cause to the reported issue has not been determined.